Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. In 2013, the patient reported that her bladder was ¿falling apart¿ and was told by her physician that the ¿mesh was falling apart and tearing up her organs.¿ the patient underwent a second procedure on an unknown date for an additional unknown mesh implantation. The diagnosis was colorectal vaginal fistula. The patient then developed urinary tract infections. She also started to have no feelings on her arms, fingers, and legs. The patient is now paralyzed and totally dependent. The patient wants the mesh explanted and was told by her physician that she will first need to be seen by a neurologist, urologist and will have to undergo a cystoscopy and colonoscopy. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).